Event description:
An (B)(6) male pt called zoll customer support to report that this electrode belt would not connect to his monitor. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (unable to connect to electrode belt) was confirmed. Upon investigation the monitor's electrode belt connector was broken free from the monitor case, preventing the monitor from communicating with an electrode belt. The root cause for the damaged connector could not be positively identified, but the damage likely resulted from the monitor being dropped while connected to an electrode belt. No adverse event resulted from the damaged connector. The pt received a replacement monitor.